Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump was not working properly and had to press them harder and multiple times to respond. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had crack on screen that made it more difficult to read. Customer also stated that they had to change batteries at least every week and had issue with no glucose readings when healthcare professional downloads. The insulin pump will not be returned for analysis.